Event description:
It was reported that the reflux valve on the anticoagulant line of a prismaflex hf1000 set was "cracking" and causing blood to leak from the set. This occurred during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.